Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported air was present in the venous end of the filter. Due to the amount of air in the filter and venous line, rinseback was not performed resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cartridge revealed the most likely cause of air present in the venous end of the filter was inadequate bonding of the arterial patient line into the filter due to insufficient application of solvent at the bond site during manufacturing. The user's guide addresses the potential for air and provides instructions for the removal of air. Terminate treatment if the source of air cannot be resolved. Due to the nature of the manufacturing process this appears to be a random event at this time. Nxstage medical considers this report closed and will continue to monitor as part of the routine complaint process. No additional information will be provided.